Event description:
Per the audiologist, in 2002, it was noted that the receiver/stimulator could be moved under the skin. In 2003, the pt was evaluated for surgery and a CT scan was ordered. In 2008, the pt reported "pain, tenderness" and that the "receiver/stimulator was still slipping". The pt also experienced decreased performance with the cochlear implant system. The pt's device was explanted on approx two months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.